Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received stated that the patient had a sick sinus. It was noted that the previously observed poor parameters may have been due to poor sinus node signal and may have also been related to the fixed lead location. Patient was implanted with a new atrial lead on (B)(6) 2018.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implant procedure. During the procedure, lead threshold test parameter was high and not ideal. Lead position adjustment and programming did not improve the threshold. The lead was not used and was replaced. The patient was stable.